Event description:
I have been having issues since (B)(6) of 2024. In (B)(6) of 2025 finally got to the point events were occurring more and more. My pain would start at my pacemaker. I would have to lay down and sometimes it was the whole day. I was admitted to the hospital in (B)(6) of 2025 by my cardiologist to monitor my heart. Nothing showed up. After that, I saw dr (B)(6) cardiologist in (B)(6). Ordered a heart cath all was fine and carotids were fine. I would be walking and legs would get weak, it felt like I would faint. Still having issues now I was contacted by (B)(4) by a letter of a software update needed on my pacemaker. The concerning symptoms listed such as dizziness, fainting, shortness of breath or chest pain were all symptoms I have been experiencing. On (B)(6) I received the software update at (B)(6). It did not help so back to my cardiologist dr. (B)(6). Now I get a call from the (B)(6) hospital (B)(6) telling me that my pacemaker needs to be explanted because the battery is draining faster than it should which I read about "safety mode" problems. I had all of this going on since last (B)(6)! Then I find out that the FDA did a recall in (B)(6) of 2024! I could have had this taken care of and not gone thru all of these procedures and hospitalization if I would have been told of this when the recall occurred.